Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of a delivery anomaly from the insulin pump. The customer's blood glucose level was 130 mg/dl. The customer's mother stated that her daughter's pump while filling was squirting out and the very bottom of the pump is unglued. The customer will call back to troubleshoot.